Manufacturer narrative:
Patient implanted in (B)(6) 2025 and experienced pain/discomfort until electing to have it explanted in (B)(6) 2026. Explanted device was not returned for analysis by provider. No further action to be taken.

Event description:
Facebook comment: I'm about to have mine removed after six months. It has stopped working and it is uncomfortable even after 6 months. Sorry, I wanted to love this. Poster did not contact enterra until (B)(6) 2026. Enterra did not learn of device explant until (B)(6) 2026.